Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the blade flickered when put on a reusable handle and engaged. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. The blade was attached to a matching fiber optic handle and then was engaged. The light transferred evenly through the pipe light with no interruptions. Based on the investigation performed, the reported complaint could not be confirmed. Testing and visual inspection did not uncover any operating anomalies. It should be noted that the complaint was that the blade was "flickering". This device in and of itself cannot flicker. This blade is a light transfer and is not the source of a light. The light required to use this blade is generated by the handle. This complaint description is not valid for the product that was reported.

Event description:
The customer alleges that the blade flickered when put on a reusable handle and engaged. No patient injury reported.